Event description:
As reported, physician requested removal of a 5f valved PICC device, as there was a hole in the line distal to the suture wing. The used catheter has been returned to navilyst medical for eval.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The (B)(4) 2013 navilyst medical complaint report was reviewed for the product family of vaxcel pasv PICC and the failure mode "hole distal to suture wing." No adverse trends were identified. A visual inspection of the returned catheter confirmed a hole in the catheter approx 2mm distal to the suture wing. The hole was straight in appearance and oriented perpendicular to the catheter shaft. No other damage or defects were noted. The catheter was able to be flushed without difficulty, indicating that it was not occluded. It was then cross-sectioned for measurement purposes. No abnormalities or thin spots were found in the area of the split and the ID and od of the catheter was within specification. Based on the location and visual appearance of the hole in the catheter tubing, the most likely root cause is fatigue due to repeating kinking. Evidence to support this is when the catheter tubing is kinked at the fracture location, the inside crease of the kink is lined up with the fracture. A contributing factor may also include not allowing cleansing agents (isopropyl alcohol or acetone based) to completely dry prior to covering during dressing changes. Contributing factors for the repeated catheter kinking may be the length of the catheter tubing left external from the insertion site (i.e., too short, not enough slack), the placement of the statlock (or similar PICC securement device) too close to the insertion site, and the orientation of the PICC suture wing/extension tubes (i.e., extension tubes pointing toward shoulder). Manufacturing process controls in place for the PICC device includes in-process visual inspection for damage or defects, as well as 100% air leak tests and guidewire insertion checks for lumen patency. Incoming inspection process controls for the PICC catheter tubing include visual inspection as well as a guidewire insertion check for lumen patency. The vaxcel pasv PICC dfu (directions for use) that is supplied with the reported device provides guidelines, precautions and warnings that should be followed by the end user in order to prolong the usable life of the catheter and to reduce the risk of damaging the catheter. (B)(4).